Event description:
Device 3 of 3. Reference MFR. Report#: 1627487-2012-06055, 1627487-2012-06056. It was reported the patient's permanent scs system is not providing pain relief like the trial system did. The patient is scheduled to undergo surgical intervention on a later date.

Manufacturer narrative:
Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.